Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that myocardial infarction and death occurred. The patient was high risk and was noted to have had a myocardial infarction (mi) less than 72 hours prior. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a 77% stenosed, 29mm x 2.50mm de novo lesion with a significant bend of greater than or equal to 90 degrees, eccentric shape, located in the severely tortuous and moderately calcified left anterior descending artery (lad). After the lesion was predilated, a 32 x 2.50 promus premier stent was advanced to the target lesion and was deployed. Medications had been administered during the procedure. It was noted that significant resistance occurred while advancing the device. The procedure was completed with this device and the patient was reported to be stable following the procedure. The next day the patient experienced severe repeat mi and died. It was further reported that the patient was admitted in the hospital iccu on the 24th early morning. Because of the mi, the patient was sent to the cath lab for the pci. The procedure was successful and the patient was shifted to the iccu for observation due to being high risk, but again on the 25th at noon, the patient was observed to be uncomfortable, suddenly the pressures started to drop, and the patient died within a couple of minutes. It was noted that the timeframe between the discovery of the mi and the intervention was approximately 24 hours. It was diagnosed that the patient died due to severe repeated mi, which the patient could not tolerate, and died immediately on the table. The documented cause of death was mi.